Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the event was found during leak test based on the timing that the customer reported the leak. The customer was unlikely to use the device if leakage was present during the procedure. Based on the available information the user may have manipulated the device by applying excessive stress to bending section, which caused the bending tube to break. It is likely that the bending section was broken after coming in contact with the broken bending tube resulting in the bending tube protruding from the bending section. The instructions for use (IFU) provides the following guidelines: warnings and cautions: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Inspection of the endoscope: inspection of the endoscope: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report distal leak due to broken bending section was confirmed. Additionally, deterioration and damage of the adhesive due to chemical/physical stress was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report a distal leak from the uretero-reno videoscope. During evaluation of the customer's returned device, the bending section was found to be broken. This report is being submitted for the bending section break found at evaluation. There was no patient/user injury or harm reported to olympus.